Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the foreign material found in the nozzle would likely have accumulated and clogged during cleaning/disinfection process. It is likely that the black rubbery foreign material was part of the seal of the subject device, and the fibrous foreign material was originated from a cleaning brush. Olympus will continue to monitor field performance for this device.

Event description:
The customer stated this was a fiberoptic diagnostic procedure that was performed. Procedure had a 30 (thirty) minute delay and was completed with another device.

Manufacturer narrative:
The subject device was received and evaluated. Device evaluation found issues with air/water flow system. The device nozzle was found clogged with foreign material. The clogged foreign material was described to be a translucid synthetic fibers and black rubbery material. Furthermore, the following defects were identified during device inspection: a-rubber glues separated. Scope connector water mouthpiece loose. Device evaluation findings found a dark rubbery material which looks like seal residues (outside the device itself) and a fibrous deposit (plastic & synthetic) likely from cleaning brush clogging the nozzle and could not be removed without detrimental deformation of the nozzle. The reported issue of "insufflation clogged" was confirmed. The failure found was attributed to the foreign material found clogged inside the device nozzle. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Customer sent the device for annual maintenance reported with an issue of "insufflation clogged". Device evaluation found a clogged nozzle. Foreign material found clogged inside the device nozzle. This report is being submitted due to the finding of foreign material in the nozzle (reprocessing issue, handling issue) identified during device return evaluation . There is no patient involvement on this reported event. No harm was reported. No patient harm, no user injury reported.